Manufacturer narrative:
Examination of the submitted device packaging confirmed the inner pouch had been caught along the seal line of the outer foil pouch. Thus when the customer tried to open the foil pouch along the tear line, the inner pouch was incorrectly positioned which made the foil difficult to open, and subsequently a tear in the paper backing has occurred. The packing of the powder pouches into foil pouches is a manual process, and it appears that the folding of the inner pouch caused it to not sit flush in the foil and the top edge has been caught in the foil sealing process. The root cause was attributed to manufacturing/process error. The complaint was reviewed with the manufacturing packaging operators and no further action will be taken. Future complaints will be monitored for this issue. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While opening the outer package of the wrapper it stuck to the inner wrapper and perforated it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.